Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery had depleted prematurely. The ipg replacement was scheduled. No patient complications have been reported as a result of this event.